Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an egd (esophagogastroduodenoscopy) procedure for a malignant esophageal obstruction, performed on (B)(6), 2011. According to the complainant, during preparation for the procedure, the distal rubber tip fell off of the catheter when it was being loaded onto the guidewire. The event occurred outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an egd (esophagogastroduodenoscopy) procedure for a malignant esophageal obstruction, performed on (B)(6), 2011. According to the complainant, during preparation for the procedure, the distal rubber tip fell off of the catheter when it was being loaded onto the guidewire. The event occurred outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown, but is reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device, found that the tip was detached from the inner lumen. The stent was returned partially deployed by approximately 40mm. A severe kink was noted at the proximal end of the mounted stent. Microscopic examination of the distal end of the inner shaft found traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process as required. A review of the manufacturing documentation found no issues; indicating that the device met its material, assembly and product specifications at the time of release to distribution. Based on the evaluation conducted, no definitive root cause could be determined. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.